Event description:
The patient presented to the physician with headaches related to their pre-existing tmj disorder, which were triggered following the implant procedure. The physician prescribed steroids and muscle relaxants. At follow-up, the patient reported symptom improvement.